Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade on (B)(6) 2018, slightly high thresholds were observed on the leads and were pacing in an area of the heart that made the patient uncomfortable. Therefore, the atrial lead was capped and the rv lead was explanted, both leas were replaced. Patient was fine.